Event description:
The patient was diagnosed with non-ischemic cardiomyopathy (lvef 25% echo last year) 4 years ago and underwent ICD implantation 3 years ago for primary prevention of sudden cardiac death. He reports hearing beeping which started a week ago. He wasn't aware initially where it was coming from until yesterday. His device was interrogated trans-telephonically and was found to have increased rv lead impedance. Of note, his lead is on recall by medtronic. He presented to the device clinic today and interrogation of his ICD showed an increase in pacing impedance from his baseline of 600-700 ohms to 1480 ohms. There was also fluctuation in pacing impedance from the lead monitor tracing. The number of sensing integrity counter (sic) has increased from 44 to >200 within 1 day. The patient was admitted for implantation of new right ventricular shocking lead along with new pulse generator. During the procedure, the lead tip was cut off and sent to biomed. The remaining lead was abandoned. Medtronic is requesting the lead tip be returned to them once biomed finishes examining the clipped lead. The patient was discharged in stable condition.